Event description:
Per the clinic, the patient experienced an extrusion at the implant site (specific date not reported). Subsequently, the device was explanted on (B)(6) 2025, and the patient was re-implanted with another cochlear device during the same surgery.

Manufacturer narrative:
Device analysis report.